Event description:
It was reported that there was loss of capture (loc) and high pacing impedance on the left ventricular (lv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) analyzed device data and found that impedance measurements were high yet stable for the past year from 1732 to 2133 ohms. There was an alert for low lv amplitude at 1.3 millivolts (mv). There was high capture threshold at 5v along with the aforementioned loc. The lv lead was not a boston scientific product. Ts recommended in-clinic evaluation of the thresholds. No adverse patient effects were reported. Currently, this crt-d system remains in service.